Event description:
It was reported that (1) er320 was used during a laparoscopic bowel resection procedure. It was reported by the rep that the clips did not form completed and had bleeding due to clips not forming. Finished the case and did not open another instrument. There was no consequence to pt.